Event description:
Reportedly, valve explanted after 7 yrs and 6 months implant duration due to severe calcification and degeneration of the valve. No further information available.

Manufacturer narrative:
Device not returned.